Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device in conjunction with a distally implanted valiant stent graft to treat an unknown endoleak and migration of a stent graft. The patient previously had a valiant stent graft system implanted approximately 4.5 years before. It was reported that 6 endoanchors in total were implanted between the stent graft and the distal aortic neck; however, it was reported that approximately 2 days post procedure the patient suffered hyponatremia which resolved with treatment. The investigator assessed the event as not related to the procedure; however, the sponsor has assessed the study procedure to have a causal relationship to the event. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.